Event description:
Caller reported damage to pump usb, specifically the usb port and pins, which affected the ability to charge the pump. There was no adverse impact to the customer's blood glucose level. Customer continued using the current pump while technical support arranged to replace the damaged pump. The caller received instructions on how to store the pump and return it with a pre-paid label within 10 days, which they understood and acknowledged.